Event description:
It was reported that the patient had catheter revision on (B)(6) 2011 and x-rays were performed (details not provided). It was added that patient had x-rays taken again about 2 weeks ago from the date of this report, at "catheter site to intrathecal space" and told "all looks good"; patient had concerns about pump to catheter connection. Since (B)(6) 2012 patient complained of a warm sensation in her buttocks area that went down her leg after she gave herself a bolus; it was later added that the warmth was at the pump site. Patient had stopped using the ptm (personal therapy manager) and "the nurse at the clinic took the ptm from her". It was added that since discontinuing the boluses patient no longer felt warmth at pump site. About three weeks ago from the date of this report it was stated that patient's pump infusion drug dilaudid was decreased as she was on the maximum dose and bupivacaine was increased. Patient hadn't noticed any improvement. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that the patient had an x-ray done 14 months following the device implant, and the catheter was found kinked, coiled and disconnected from the pump. It was also reported that whenever the patient gave herself a bolus, she would get numb around the pump site. The patient believed that the pump was ¿leaking out a little bit.¿

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk; catheter model: 8598a, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk; catheter model: 8590-1, lot# n245547, implanted: 2010 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had ¿nothing but problems¿ since her pump was implanted. The ¿problems¿ were clarified. Before the pump implant, the healthcare provider (hcp) told the patient was told that he would put the pump in her ¿belly section¿. When the patient was going to surgery and already sedated, the nurse told the patient that the hcp was going to implant it in the back. The patient had already had ¿valium or something¿. When asked what medication was in the pump, the reporter stated that the patient had ¿been through everything¿. The patient¿s next ¿alarm date¿ was (B)(6).

Event description:
Additional information received from the healthcare provider indicated that the catheter was in place per x-ray; patient had complained of no pain relief, was without injury. Infusion drug doses were indicated as following dilaudid 4 mg/day and bupivicaine 8 mg/day.